Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, several alarms and warnings are observed due to a discharged replace battery use. Returned battery cap and test cartridge caps were used during investigation. The battery compartment is hairline cracked below the finger pad. The pump passed a leak test. ¿ez-prime¿ steps were performed correctly, all current reading are within specification the pump¿s cover was removed; no moisture ingress or any intermittent condition was found to the printed circuit board. Unrelated to the complaint, the display screen contrast is dim and reddish.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.